Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the implantable cardioverter defibrillator was oversensing egm. The patient perceived antitachycardia pacing therapy. No further information was available.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information states that the patient was doing well during the last clinic check in (B)(6) 2019.